Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fracture, fluid leak, material split and deformation issues. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2. H10: g4, h6 (device - 2889). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7707540j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture, fluid leak, material split and deformation due to compressive stress. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is identified for the reported fracture and fluid leak. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f products are identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7707540j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture and fluid leak. The information was received from a single source. This malfunction involved one patient with no patient consequences. Patients' age, weight and gender were not provided.